Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 4.0.2. Operating system: cp1a.260505.005. Hardware: pixel 9. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia, heart failure, and unstable angina on (B)(6) 2026. The patient's blood glucose levels reached approximately 770 mg/dl while wearing the pod between 4 and 24 hours. When the emergency medical technician (emt) removed the pod from the infusion site (abdomen), it appeared not properly adhered and the cannula was found bent to the left. Symptoms reported include body pain, severe chest pain, and a heart attack. The patient was treated with insulin drips and cardiac catheterization. The patient was discharged on (B)(6) 2026.